Event description:
A power source alert was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer attempted multiple solutions, including using different wall adapters and charging cables, but the issue persisted. Consequently, the pump was replaced by technical support, and the customer planned to use a manual insulin delivery method to ensure continuity of care.

Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.